Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced a signal loss for 3 hours or more. The patient was resting and sleeping during the signal loss and was not alerted by the dexcom cgm (continuous glucose monitor) device for this. Eventually, the patient experienced a hyperglycemic event and lost consciousness. His wife called an ambulance, and the patient was brought to the hospital. At the hospital, the patient received unspecified treatment to stabilize the blood sugar level. Fingerstick was taken at the hospital, but no blood glucose readings were reported. The patient recovered after treatment and got discharged after 2 days. At the time of the report, the patient was normal. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.